Event description:
The hosp reported that during a coronary artery bypass procedure, the ultima activator drive mechanism kept slipping, it was not holding the chest open. The hosp added that "the mechanism that grabs the track to open the retractor is not catching well which causes skipping and difficulty opening the sternum." The surgeon did ask for a different retractor in order to proceed with the case. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there was galling along the inside of the handle knob. There was no evidence of blood on the device. A functional test was performed to determine if the unit "slips." The activator drive was tested too by slowly turning the handle clockwise and counter clockwise. The drive performed as expected. Based upon these findings, the reported failure mode "mechanism kept slipping" could not be confirmed. (B)(4).